Event description:
It was reported that during a video-assisted thoracic surgery procedure, the aperture of the jaw could not be opened that lead to not being able to load new cartridge onto the device. There was no reported patient consequence.